Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp4a.251205.006.s926usqs6dze2. Hardware: sm-s926u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (location not specified) while wearing the device for an unspecified period. The patient reported experiencing pain during pod insertion and the pod later fell off while in the shower. While examining the pod, the patient noticed some ¿drainage¿. They went to see their healthcare provider and was prescribed antibiotics. The patient was able to successfully resume treatment with a new pod. The pod was discarded and is not available for return.